Manufacturer narrative:
This information is unknown. Additional procode: jds. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an antegrade femoral nail (afn) in recon locking mode procedure on (B)(6) 2018, the guide wire became jammed in the drill sleeve while the surgeon was attempting to drive the guide wire through the sleeve and into the head of the femur. The surgeon used a normal technique and an open approach with good exposure to put tension on the aiming device. The guide wire could not be removed from the drill sleeve. The surgeon used a second drill sleeve that was on the set and moved it from the top hole to the bottom hole to insert the guide wire. There was a 3-minute surgical delay and unspecified adverse event to the patient. The procedure was successfully completed, and the surgeon was happy with the reduction and fixation of the fracture. In addition, the staff in the sterilizing department had managed to remove the jammed wire. The sleeve is now functioning fine; wire can pass through with no issue. This report is for a 2.8mm guide wire 350mm. This is report 2 of 2 for (B)(4).

Event description:
There was no patient harm indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.